Event description:
Started having swelling, pain, weakness in left wrist and arm within 6 months after acu-loc metal plate was inserted. Possible disability or permanent damage. Need surgery to remove. Device waiting for surgery/possible.